Event description:
It was reported that during a device change procedure, the right atrial (ra) lead threshold was high. During attempt to implant a new ra lead, the lead exhibited placement difficulty and could not be affixed. The ra lead was removed, and the initial ra lead remains in use. No patient complications have been reported as a result of this event.